Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) and cl (chloride) patient samples results on their au680 instrument. The erroneous results were not released out of the laboratory; thus, there was no report of change to patient treatment in association with this event. The calibration and qc (quality control) were within specifications on the day of the event. The customer provide data for one erroneously high patient sample.